Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink, non-dehp solution set came apart between the tubing and the filter. This was observed during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed which observed the bushing was separated from the filter in the upstream part and the insertion of the tubing was not according to specification. The reported condition was verified. The cause of the condtion was a low assembly during the manual assembly step during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.